Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had some missing display segments along the bottom row. The customer indicated that there was no patient harm.

Manufacturer narrative:
Additional information: (UDI#). Evaluation summary one device was evaluated. The product is used in treatment. The reported condition was confirmed. The tech found the ui pcb was defective thus causing the issue. Tech replaced the ui pcb and the issue was resolved. The investigation could not determine the root cause of the event. No corrective action is required, because no trend has been identified. The failure relates to the reported complaint event. If information is provided in the future, a supplemental report will be issued.